Event description:
It was reported to boston scientific corporation that a prefyx prepubic sling system was implanted on (B)(6) 2007. According to the complainant, post-procedure, the patient experienced bleeding, dyspareunia, recurrent urinary tract infections and severe pain. According to the physician's office, no patient complications were reported post-procedure. The patient returned to the physician's office six years post-procedure exhibiting dyspareunia. Upon examination, the physician observed mesh exposure in the vagina. The physician removed the exposed portion of the mesh. The patient is now also incontinent. The physician reported that there was complete epithelialization around the mesh that was exposed, indicating that the problem existed for a long period of time. The problem was reportedly not previously treated since the patient was in general poor health. All other information is unknown and unavailable.

Manufacturer narrative:
The lot number was reported to be 9763776; however, this does not match any lot numbers within the boston scientific corporation system.

Event description:
It was reported to boston scientific corporation that a prefyx prepubic sling system was implanted on (B)(6) 2007. According to the complainant, post-procedure, the patient experienced bleeding, dyspareunia, recurrent urinary tract infections and severe pain. According to the physician's office, no patient complications were reported post-procedure. The patient returned to the physician's office six years post-procedure exhibiting dyspareunia. Upon examination, the physician observed mesh exposure in the vagina. The physician removed the exposed portion of the mesh. The patient is now also incontinent. The physician reported that there was complete epithelialization around the mesh that was exposed, indicating that the problem existed for a long period of time. The problem was reportedly not previously treated since the patient was in general poor health. All other information is unknown and unavailable.